Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that high impedance was seen during system diagnostics performed on (B)(6) 2013. The patient's settings and diagnostic results were provided. X-rays were reportedly taken but did not reveal any discontinuities. (The x-rays were not provided for review.) Additional information was received that the patient had not undergone any recent manipulation or trauma. Surgery is likely but has not taken place.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.